Manufacturer narrative:
The manufacturer received new and relevant information on 12/02/2025. The device was returned to the manufacturer¿s product investigation laboratory for investigation. The device was visually inspected by the manufacturer and found pil powered on the device and initiated therapy verifying airflow. Review of the device log showed: -errors logged: 1 error was logged. -blower hours: 19440.7 hours were logged. -therapy hours: 19422.1 hours were logged. -compliance rate (percent of days with usage >= 4 hours): 92.2%. -device humidification setting: set at off. -tube temperature setting: set at 1. Please see (B)(4) for photos and logs. Section g3 and h6 have been updated in this follow up report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging kidney disease and other damages. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed. If any additional information is received, a supplemental report will be filed.